Manufacturer narrative:
Submit date: 06/07/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that when the pump is in use, the tumescent pump part where it clamps keeps opening. No pt involvement. No medical intervention.